Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The er320 device was returned for analysis in good visual condition with a clip in the jaws. In an attempt to replicate the reported incident the device was functionally evaluated. The device was actuated and the clip contained within the jaws was formed as intended. The following clip was removed in order to measure jaws width; upon measuring, the jaws were found to be yielded. In the third actuation of the device, a clip was fed into the jaws and it was performed the transverse clip retention test, which it passed. In the next firings the clips were fed and formed as intended; finally the device locked out. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported by the rep that during a laparoscopic cholecystectomy procedure the first device did not constantly form clips. A second device was pulled and that device fired clip gap clips. A third device was pulled to complete the procedure along with advitene, a collagen hemostat sponge. There was no patient consequence. Two devices to be returned for analysis. Which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct, cystic artery. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? Yes. Was there a recent conversion to ees devices in this account or with this surgeon? No.